Event description:
I swallowed a mercury filling. The tooth was almost all mercury filled. The dentist placed a crown on the tooth. I have been very ill since. Unable to sleep - metallic taste - electric sensations all over - loss of finger nails. I have had a "mouth full" of these fillings since childhood - I was diagnosed with myasthenia gravis at (B)(6). Only recently, did I learn of the dangers of these mercury fillings. I have suffered my whole life as a victim of this "approved" dental device! Please help. I will need to get these toxic fillings removed by a "holistic dentist".